Manufacturer narrative:
This report is for an unk - bone staple: elite/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: dock, c.c. Et al. (2020), outcomes of nitinol compression staples in tarsometatarsal fusion, foot & ankle orthopedics, vol 5(3), pages 1-6 (USA). The purpose of this study was to collect aggregate data (demographic, surgical, and perioperative outcomes) on patients who previously had a tarsometatarsal (tmt) fusion with bme compression staples. Between march 2014 and april 2018, a total of 66 patients (68 feet) were analyzed. There were 7 men and 59 women with an average age of 64 years (range, 18-83). They underwent tmt fusions and were implanted with bme compression staples (synthes USA, llc, monument, co; or bio-medical enterprises, inc, san antonio, tx). The fusions performed included 32 single-tmt fusions, 27 multiple-tmt fusions, 4 naviculocuneiform and single-tmt fusions, and 5 naviculocuneiform and multiple tmt fusions. The mean follow-up was 35.9 months (range, 6-56.6). The following complications were reported: 14 patients had discomfort over the hardware. Hardware removal performed because of pain resulted in resolution of symptoms in all patients. 1 patient had shortening osteotomies due to overload. Patient had revision surgery and there was no wound complication. 8 cases had nonunion. 4 of the 8 nonunion had broken hardware, whereas in the other 4 the staples were intact. 4 patients had broken staples; 3 were broken 2-prong staples of the third tmt joint and occurred at 6, 15, and 48 months postoperatively. 1 patient had broken staples of both the second (4-prong) and third (2-prong) tmt joints at 14 months postoperatively. 3 patients had revision surgery for nonunion. Bme staples were removed and different fixation methods were employed. 1 patient had nonunion and a broken staple. This report is for an unknown synthes bme elite compression staples. This report is for (1) unk - bone staple: elite. This is report 1 of 6 (B)(4).